Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day as the onset of the peritonitis. The patient was treated with vanconex-cp (1g, intraperitoneally, stat) and tazar (4.5g, intravenously, twice a day). The patient was recovering from peritonitis at the time of the report. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.